Event description:
It was further reported that in (B)(6) 2013, the patient underwent right s1 lumbar radiculopathy and right lower limb ischemia was noted during the hospital stay. The stent thrombosis was also treated with kissing balloon angioplasty with stent placement in right and left common iliac artery.

Manufacturer narrative:
Event date corrected from (B)(6). (B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure, stent thrombosis occurred. In (B)(6) 2010, the index procedure was performed. The 1st target lesion was classified as a tasc a lesion located in the ostial left common iliac artery with 90% stenosis and was 10mm long with a reference vessel diameter of 7mm. The target lesion was treated with pre-dilation and placement of a 9x40x75mm epic stent. Residual stenosis was 0% following post-dilation. The 2nd target lesion was classified as a tasc a lesion located in the proximal right common iliac artery with 70% stenosis and was 30mm long with a reference vessel diameter of 7mm. The target lesion was treated with pre-dilation and placement of a 9x61x75mm epic stent. Residual stenosis was 0% following post-dilation. The patient was discharged on aspirin therapy. In (B)(6) 2013, the patient developed stent thrombosis of the study stent in the proximal right common iliac artery, which was treated with angiojet thrombectomy, open ilac thrombectomy and stent placement. Subsequently common femoral artery embolectomy was performed. In addition a second stent was deployed in the left common iliac artery. The event was considered as resolved and the patient was discharged.